Event description:
It was reported that the pt was scheduled for a repositioning of the pump due to erosion. During the surgery, the 2 piece catheter was disconnected at the pin and no csf was noted to flow from it. The surgeon pulled back on the catheter a short distance and flow was then noted. In an attempt to reposition, the catheter using a style, the catheter was sheared and, so the entire catheter was replaced. The pump was also replaced at this time. The most recent available telemetry strip (04/2006) from the old pump indicated that the pump contained compounded baclofen 4000 mcg/ml at a daily dose of 1082 mcg/day. The pump and catheter were primed and programmed to deliver 1121 mcg/day. The pt's mother is a pump refill nurse and had been involved in the pt's pump management and contacted the manufacturer's representative the evening of surgery indicating that the pt was doing well. The manufacturer's representative was then called on 8/16 and was notified that the pt had presented to the ER after 911 was called on 8/15 with breathing difficulties. The manufacturer's representative believes that the pt was diagnosed with pneumonia, but he has no further info. A follow-up report will be sent if add'l info becomes available. See also manufacturer's report #: 6000030200702960.